Manufacturer narrative:
(B)(4). Customer returned pump for an alleged visit to emergency room, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history / traces on the event date on (B)(6) 2023, there is no unexpected alarms / suspends. Please see below for the daily total of basal / bolus and all insulin delivered on the event date on (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered: 190250 (19.025 u). Daily total of basal insulin delivered: 110250 (11.025 u). Daily total of bolus insulin delivered: 80000 (8 u). On (B)(6) 2023 00:40:37.000 normal bolus delivered (220). Bolus programming method: boluswizard (1). Normal bolus amount programmed: 60000 (6 u). Bolus amount delivered: 60000 (6 u). On (B)(6) 2023 02:00:01.000 normal bolus delivered (220). Bolus programming method: boluswizard (1). Normal bolusa mount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). Please see below for pump errors / alarms noted 1 week prior to the event date on (B)(6) 2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 16:23:15.000, on (B)(6) 2023 16:33:00.000, on (B)(6) 2023 16:37:03.000, on (B)(6) 2023 16:37:40.000, on (B)(6) 2023 16:52:35.000, on (B)(6) 2023 17:02:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: on (B)(6) 2023 16:38:00.000, on (B)(6) 2023 17:03:04.000, power loss alarm was recorded and found in the formatted history file on: on (B)(6) 2023 16:38:40.000, on (B)(6) 2023 16:38:48.000, on (B)(6) 2023 17:09:03.000, on (B)(6) 2023 17:09:11.000, failed battery alert / battery failed alarm was recorded and found in the formatted history file on: on (B)(6) 2023 16:34:05.000, on (B)(6) 2023 16:34:21.000, on (B)(6) 2023 16:34:36.000, on (B)(6) 2023 16:37:13.000, on (B)(6) 2023 16:37:22.000, power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms / alerts were noted. No power error 25, low battery alert and replace battery alert / replace battery now alarm noted 1 week prior to the event date on (B)(6) 2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data / detail trace file, failed battery alert / battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No power loss alarm and failed battery alert / battery failed alarm noted during testing. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: on (B)(6) 2023 23:47:00.000, on (B)(6) 2023 23:57:00.000, lost sensor 2 alert (781) was recorded and found in the formatted history file on: on (B)(6) 2023 00:13:00.000, sensor error alert (801) was recorded and found in the formatted history file on: on (B)(6) 2023 16:59:55.000, on (B)(6) 2023 17:34:55.000, on (B)(6) 2023 18:09:54.000, on (B)(6) 2023 18:19:00.000, on (B)(6) 2023 18:44:54.000, on (B)(6) 2023 19:14:55.000, the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm / insulin flow blocked alarm was recorded and found in the formatted history file on: on (B)(6) 2023 11:02:13.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 13:08:28.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 13:19:26.000 alarm alert notification (40) fault number: no delivery (7) during basal / bolus delivery. On (B)(6) 2023 13:47:00.000 alarm alert notification (40) fault number: no delivery (7) during basal / bolus delivery. On (B)(6) 2023 13:57:00.000 alarm alert notification (40) fault number: no delivery (7) during basal / bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and diabetic ketoacidosis with a blood glucose value of 900mg/dl. The customer was hospitalized and treated with an IV insulin drip; no further patient complications were reported. Troubleshooting was partially done and the customer was advised to consider changing the insulin, reservoir, and infusion set. It is unknown whether the customer was using the auto-mode feature of the insulin pump but the customer has been using the insulin pump system within 48 hours of the event. The customer will discontinue using the insulin pump and the pump will be returned for analysis.